Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2017. It was reported that after the sensor was inserted, the patient started to experience redness and itching around the sensor adhesive patch. The patient continued to wear the sensor for the recommended full 7 days and stated that the rash persisted. The patient stated that they went to the dermatologist for treatment of the rash that was still persisting. The date of the doctor visit is unknown. It was indicated that the dermatologist prescribed the patient triamcinolone cream and a topical antiseptic to treat the affected area. The patient stated that the reaction resulted in scarring. No additional patient or event information is available.. It was reported that the sensor was inserted into the upper buttock. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. It was reported that the patient used cgm while pregnant against user guide recommendations. Dexcom labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women.